Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. During the procedure, it was reported that the cage broke upon insertion. "The surgeon left the other part in the patient with bcp block". No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms implant fracture. Deformation at the anterior face of the upper screw boss flange is noted, suggesting associated screw implantation may have been off-axis or trajectory. Fracture surface examination identified a fairly brittle fracture at the base of the interbody portion of the implant, with rays originating from the lower portion of the threaded inserter hole and emanating approximately vertically from the center hole, consistent with bend stress overloading. The above observations are consistent with bend stress overload during attempted implantation.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.